Event description:
A surgeon reports a pt had bilateral intraocular lens (iol) implants (same model for both eyes) in 1998. Recently, one of the implants has developed a milky appearance that the surgeon feels is affecting the pt's vision. The surgeon is not aware of any new medications the pt may be taking and states that milky appearance seems to be inside the lens. The pt's bcva for both eyes is 20/60.